Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust/check belt and check therapy pad messages) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the cable connecting ECG "c" and ECG "d". Additionally, there was an open pulse wire between the distribution node (dn) and ECG "b". The root cause for the damaged wires was excessive force no adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt and reported that the patient was receiving adjust/check belt messages and check therapy pad messages.